Manufacturer narrative:
Device evaluation: one used sample was returned for evaluation. Visual inspection confirmed the tear in the bag. The bag also appeared to have scratches present in some areas. A 100% visual inspection is performed during the assembly practice. The condition of the returned sample would have been easily detected during the inspection process. Unable to determine root cause.

Event description:
A report was received stating that the bag disintegrated during use. The bag would not inflate due to breakage at the neck of the device. There was no adverse effect to the patient.

Manufacturer narrative:
Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet began as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.